Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) could not review the manufacturing history (DHR) of the subject device because more than fifteen years had passed since the subject device was manufactured and there was no record. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the information from sorc, omsc surmised that these phenomena were attributed to the breakage of thermal fuse. The exact cause of the breakage of thermal fuse could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at the olympus service operation repair center (sorc), it was found that the lamp of the subject device did not light up, and also found that the cooling fan did not rotate. The subject device had been returned to sorc for repair because the subject device did not work even the power was turned on (the lamp was lit). There was no report on when this event occurred, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found the reported phenomena, and also found that the subject device could not be operated due to blowout of the thermal fuse. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.